Event description:
The reporter stated, the surgeon inserted a cc4204bf collamer single piece of lens but did not feel comfortable with the lens due to not being able to position the lens properly in the patient's eye. The lens was removed within the same surgery with no patient injury, no enlarged incision or sutures. A different type lens was implanted. The reporter stated it was a patient related problem and was not due to the lens.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.